Event description:
Complainant alleged that clinicians attempted to monitor a patient (age and gender unknown) but the unit displayed a dashed baseline in all lead selections. The clinicans then obtained another device and were able to monitor the patient's heart-rhythm. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.